Manufacturer narrative:
Product has not been returned for evaluation. Complaint history check run on the lot indicated has yielded no other complaints. Will continue to monitor.

Event description:
Consumer reports needle break-off in his stomach. Went to the hospital for x-rays and an attempt was made to remove the needle portion.